Manufacturer narrative:
Quest is still pending receipt of the alleged device. Quest will file a supplemental report at the completion of the investigation.

Event description:
It was reported to quest medical of an alleged issue with water hose connector 5303030. Per the report, after the induction dose, the water line hose connector disconnected, spraying water into the sterile field. Instruments had to be changed out and the patient was put on additional antibiotics. No patient complications were reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. Communication with the user facility, communications with the user facility of the device determined that the failure was likely due to user error when positioning the connection of the tube. It was noted that there were no patient complications.

Event description:
It was reported to quest medical of an alleged issue with water hose connector 5303030. Per the report, after the induction dose, the water line hose connector disconnected, spraying water into the sterile field. Instruments had to be changed out and the patient was put on additional antibiotics. No patient complications were reported.